Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the left blade is detached and the broken piece was returned with the instrument. The broken blade had fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fractured plane of the blade is nearly straight.

Event description:
It was reported that during a da vinci s prostatectomy procedure a blade from the monopolar curved scissors instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.